Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: a review of the complaint history, device history record (DHR), instructions for use (IFU) and quality control of the device, as well as a visual inspection of photos provided by the distributor was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos of the device were provided by the distributor. The photos show evidence of an unidentified particle inside the sealed packaging of the device. Therefore, this product was considered to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the complaint lot (9615221) revealed no recorded non-conformances. A database search revealed this to be the only event associated with the provided complaint lot. Due to this, cook has concluded that there is no evidence to suggest that non-conforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use supplied with this device state: "do not use the product if there is a doubt as to whether the product is sterile." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause can be traced to a deficiency in manufacturing and specifically quality control. Th appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during the inspection of a wayne pneumothorax set at a distribution center, an unidentified particle was observed inside of the primary packaging of the product. The product did not make patient contact.